Event description:
The manufacturer received information alleging a ventilator's lcd display screen was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Evidence of impact was observed on the lcd display screen. The lcd display screen was replaced to address the issue.